Event description:
Information was received that the patient underwent surgery where the lead wire was found to be twisted and then straightened out. The patient also underwent a generator replacement. The patient's explanted generator has not been received into analysis to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the protrusion and ecchymosis is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was referred for prophylactic replacement. Further information was received that per the patient's relative, the patient's vns is very superficial and they are wanting it implanted a little deeper because he keeps hitting it on things and it is causing bruising. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the physician's office called the patient to see how they are doing and the patient has not had any seizures and noted that he is not having pain anymore. It was noted that the leads were not replaced. Implant form was received from the patient's surgery noting the generator was replaced due to battery depletion. No additional relevant information has been received to date.